Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. In addition, it should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00566 for the first device.

Event description:
The following information was reported by aci sales representative: two devices lost balloon pressure. They both popped after first stop. They physician felt resistance when inserting the device and during pull back. Patient had history of pvd. Manual compression was held for less than 30 minutes. The patient was not hospitalized. Procedure: diagnostic peripheral. Stick location: left groin. Vessel size: 6mm.